Event description:
It was reported that the screen of a novum iq large volume pump locked up/ blanking out. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing did not identify any issues related to the customer reported condition of screen being blank or locking up. The device was able to power on, load a set, and run an infusion successfully. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.